Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the fenestrated bipolar forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument was found to be missing. At this time, the location of the missing instrument fragment is unknown and it is unclear if the missing instrument fragment fell and was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, a piece of the fenestrated bipolar forceps instrument was chipped and missing. It is unknown if any intraoperative collision occurred or if a fragment(s) from the instrument was retained inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Intuitive surgical, inc. Has made an attempt to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.

Manufacturer narrative:
On 01/28/ 2018 intuitive surgical, inc. (Isi) contacted the isi safety control specialist and obtained the following information regarding the reported event: the surgeon reported that the instruments were inspected before and after the procedure. Furthermore, the surgeon also reported that the instrument breakage occurred outside of the patient. Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of piece of the insulator of the bipolar was chipped. For clarification, the instrument was found to have a broken yaw pulley. Intuitive motion was not being experienced upon manual input of the disk knobs because of the physical damage. The yaw pulley was missing a piece approximately 0.19 x 0.08. Customer did not return missing piece. The known common cause of this failure is mishandling/misuse. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. Based on the additional information received and the failure analysis results, this MDR report is being retracted. The surgeon reported that the instrument breakage occurred outside the patient and failure analysis determined that the damage to the instrument was due to mishandling/misuse and not due to a malfunction of the instrument.